Manufacturer narrative:
The actual device was not returned to the manufacturer for evaluation. Distributor's authorized service personnel checked the actual suspected device unit at customer site on april (B)(6) 2017. Distributor's service technician evaluated the device in order to determine the cause of the fault. The smarlipo unit was determined to have malfunctioned due to a missing cable that connects the power supply to the cooling circuit's fans. Due to the fact that fans were not working the device reached a high temperature unexpectedly after few minutes of usage. The device's cpu and sensor detected the high temperature value and showed the alarm that immediately stopped the device. El.en.'s supplied to the distributor, (B)(4), the cable that was found missing in order to repair the device. In date 24th of april 2017 (B)(4) authorized service technician serviced the device in order to install the missing cable. After the repair the medical device has been tested and found to be working properly within specifications. The distributor reports that drs (B)(6) have evaluated the patient after the first treatment that was interrupted and found that he did not have any visible side effect from the treatment that was interrupted. Drs (B)(6) and patient agreed to perform a second procedure to complete the original treatment plan. The patient has been already treated for the second time and is recovering well as expected for this treatment. The investigation carried out did not conclude that a design deficiency was responsible for causing the event. Rather, it can be assumed that the malfunction was due to an assembling defect caused by a human error during manufacturing (in contradiction to the device master record). Evaluated the impact on the units present in the market and found that this issue did not have any impact on the devices and similar devices already in the market. In fact, this malfunction cannot go undetected because without the fans working the temperature of the system rise in a short amount of time since the start of the treatment causing the device to show a temperature alarm (the malfunction occurred at the first use of the device after installation at customer site). Performed an investigation on the already recorded events and services and found this as the first case of this problem in front of more that (B)(4) units placed on the market, worldwide, since 2006. Based on the fact that after the service the device is working within specification and that there is not any impact on the already installed devices no remedial further remedial action are required. This initial report is to be considered as final report, unless FDA has further questions. Note: the present report, submitted as a follow-up #01, is a correction of the initial report code MDR 3001431138-2017-00004 submitted in date 05/02/2017 that has an invalid manufacturer number ( 3001481138 instead of 3001431138) as reported in the acknowledgement received. On the side of caution, we the manufacturer, decided to maintain all the information contained in the initial report due to the fact that we cannot be sure that all the information contained in the initial submission have reached FDA.

Event description:
El.en.'s service department became aware of an adverse event in which is involved the laser medical device smartlipo model number m053r3, s/n (B)(4), manufactured by el.en. Electronic engineering (B)(4). The event have been reported to el.en.'s service personnel from (B)(4) (distributor) by mail and service report ((B)(4)) that states that, during a laser lipolysis treatment and after emitting only 3500j the device showed a temperature alarm. The device has been turned off and let it cool for a few minutes then restarted. After the restart the device worked for just a few minutes before showing the temperature alarm again. The medical device has malfunctioned at the very first use after installation at customer site. The malfunction caused the stop of the treatment with the patient totally anesthetized and infiltrated in several zones of the abdomen. Based on the information gave from the distributor and el.en.'s own investigation the patient did not report any serious injury. The actual laser medical device and accessory involved in this event are not marketed in the us territory. No unit of this particular device and accessory has ever been delivered to the us. A similar smartlipo device model number m053t3 is marketed in the us with premarket clearance 510(k) n° k062321. The actual date of the event is (B)(6) 2017. The name of the clinic and address is unknown. Also patient information as name, weight and sex are unknown. The information reported stated that the event happened in (B)(6) and the name of the physician involved is dr (B)(6). We, the manufacture of the device, became aware of the event on (B)(6) 2017 by email and service report from (B)(4) and, according to 21 cfr part 803, submitted to FDA an MDR report because, even if there is no injury to patient, this malfunction if it were to reoccur could results in the failure of the device to perform its essential function and compromises the device's therapeutic effectiveness which could cause or contribute to a serious injury.